Manufacturer narrative:
Upon inspection by a field service technician, there was no leak or failure found with the hydraulic subassembly.

Event description:
It was reported by service report that there was a hydraulic leak. There were no adverse consequences reported.